Manufacturer narrative:
It was originally indicated that the device involved in this complaint was being returned to cook (B)(4) for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device has not been returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A review of the manufacturing records for evo-10-11-8-b of lot number c1231335 did not reveal any discrepancies in the manufacturing records that could have contributed to this complaint issue. Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use; notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported, when deployed, the tip of stent was noted to be hanging off under endoscopic view, the physician was unable to retract or deploy stent.

Manufacturer narrative:
Device evaluation confirmed the stent was received fully retracted and inside the sheath by 1.5mm. The complaint statement in relation to "tip of stent deployment noted to be hanging off¿ is assumed to be the white tip that had moved forward by 6mm. This complaint reporting decision has been re-assessed and no longer meeting the reporting criteria of an FDA MDR malfunction report. FDA MDR precedence not applicable as no partial stent deployment occurred as per the investigation conclusions. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ MDR report . On evaluation of the returned device, it was noted that the stent was fully retracted and inside the sheath by 1.5mm. ¿tip of stent deployment noted to be hanging off¿ is assumed to be the white tip that had moved forward by 6mm. As per complaint description, upon actuation of the handle no deployment or retraction of the stent was possible. The stent could not be advanced out of the sheath. The flla adapter was broken, this would not impact deployment. The lockwire was still present in the device, and none had been removed. The red shuttle was out of position in comparison to where it should be. There were kinks along the flexor. The handle was opened during the lab; no issues were noted with the cogs of the gears. It was not possible to deploy the stent manually. The flexor was badly kinked and damaged just at the point just outside the scope working channel. The customer complaint was confirmed as the stent could not be deployed, however, it was noted that the flexor was badly kinked and damaged just at the point just outside the scope working channel. A review of the manufacturing records for evo-10-11-8-b of lot number c1231335 did not reveal any discrepancies in the manufacturing records that could have contributed to this complaint issue. Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use: as per the instructions for use, ifu0056-4: ¿introduce device in short increments into accessory channel of endoscope until zip port is inside the accessory channel." From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial report. Due to the receipt of the device this event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report. This event was conservatively reported based on malfunction precedence for this device family for the issue of "deployment issue resulting in the exposed stent being removed from the patient." No adverse effects to the patient have been reported as occurring. Based on the device evaluation, completed complaint investigation and updated information from the district manager, ae reportability has been re-assessed. Device evaluation confirmed the stent was received fully retracted and inside the sheath by 1.5mm. The complaint statement in relation to tip of stent deployment noted to be hanging off¿ is assumed to be the white tip that had moved forward by 6mm. (Reference investigation for full details). FDA MDR precedence not applicable as no partial stent deployment occurred as per the investigation conclusions. Initial description submitted as follows: it was reported, when deployed, the tip of stent was noted to be hanging off under endoscopic view, the physician was unable to retract or deploy stent. An update from the district manager on 27-dec-16 as follows: "I was told after questioning physician and nurse involved that no part of the stent was left in patient. They were unable to extend the stent out of the sheath when attempting to deploy. So I believe it was fully retracted into sheath."